Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed her infusion set, ate breakfast, then bolused, and later when she checked her blood glucose it was 400 mg/dl. Troubleshooting was declined for the hyperglycemia since the customer never experiences issues with the insulin pump and infusion set. No products were returned and a replacement infusion set was shipped to the customer.